Manufacturer narrative:
This is a non-serious spontaneous case reported by a physician to a clinical research liaison (crl) at pinnacle biologics on (B)(6) 2023. Additional information was reported by the physician to the crl on 29-jun-2023 and on (B)(6) 2023. The corresponding reference number is (B)(4). This case refers to a patient of unknown age and gender, who experienced an event of [application site discolouration] 'the area where the fiber diffuser was placed only had a cauterized appearance', after a [device breakage] 'the fiber was broken and there was black burn-like appearance on the fiber where the break occurred'; while using the optiguide fiber optic diffuser 5 cm flexible fiber during a photodynamic therapy (pdt) procedure for esophageal indication. The patient's medical history was not reported. Current conditions included esophageal (cancer). Concomitant medications were not reported. On (B)(6) 2023, the patient was treated by a physician with the optiguide fiber optic diffuser, a 5 cm flexible fiber for esophageal indication. The optiguide fiber optic diffuser model was pb750; lot number was dj22060, and the expiration date was 01-dec-2027. On the same day, the fiber tip burned resulting in a burn to the patient. The physician reported he felt like the tip bent. The fiber was broken and there was black burn-like appearance on the fiber where the break occurred. The physician reported no harm to the patient. The area where the fiber diffuser was placed only had a cauterized appearance and not a burn as was first reported. The patient had a planned follow-up scope on friday, (B)(6) 2023. Corrective treatment was not reported. On (B)(6) 2023 the patient was seen. It was reported that it went perfectly, and the doctor was pleased with the tumor necrosis, and he did not see any indication of where the fiber broke. Action taken with fiber in response to the event was not reported. The outcome of the reported event was unknown. The reporter assessed the events as related to the optiguide fiber optic diffuser 5 cm flexible fiber. No additional information was provided. Company comment: event application site discolouration and device breakage are non serious events; and associated with the device and bear reasonable possibility and are unexpected as per rsi. "Company" comment: follow up information received on 29-jun-2023 and 5-jul-2023. No changes to the previous medical assessment of the case.

Event description:
The area where the fiber diffuser was placed only had a cauterized appearance [application site discolouration]. The fiber was broken and there was black burn like appearance on the fiber where the break occurred [device breakage].